Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see report: 0001822565 - 2017 - 06594, 0001822565 - 2017 - 06652. Multiple mdrs are being submitted for this event as two product ids of poly liners were reported to the manufacturer on an initial procedure invoice. Based on available information, it cannot be determined which liner was implanted during the initial procedure. (B)(4). Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address dislocation two months post primary hip implantation. No further information has been provided.